Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high readings and occlusion from the reservoir. The customer's blood glucose reading was 600+ mg/dl. The customer reported that alarm did not occur during manual prime. The customer reported that event was resolved by complete set change. The customer declined to troubleshoot for high readings. The reservoir will not be returned for analysis.